Event description:
On or about 07/08/09, stryker received a personal injury lawsuit alleging that a patient underwent shoulder surgery in '04, and following the procedure, the patient wore a pain pump. The pump used in the procedure was allegedly from stryker. The patient was diagnosed with chondrolysis and alleges the chondrolysis is a result of continued injection of medication into their shoulder. There are no allegations that the product failed to perform as designed or programmed by the physician. Stryker is unable to ascertain whether or not one of its products was actually used and will not be able to obtain the product except within the litigation process, if at all.

Manufacturer narrative:
The device catalog number and lot number were not provided. The 510(k) cannot be identified without information on the device used. There is no alleged failure of the pump and the device has not been returned for eval. Design, mechanical, and mfg elements relating to the function of the pump cannot be determined. No data presently suggests a direct link between any inherent aspect or feature of the pump and the development of chondrolysis. Although there is no randomized clinical data associated with the use of local anesthetics (with or w/o epi) and the development of chondrolysis, recent case reports, animal, and in-vitro studies suggest a possible connection. The use of thermal/rf devices, various dyes and solutions, mechanical injury to cartilage, osmolarity, biodegradable sutures, sub-clinical infection, age, surgical intervention, over tightened joints and various other physician/patient factors have also been reported as potentially contributing to or causing chondrolysis. The etiology of the condition remains unknown and believed to be multi-factorial. Current labeling for this product advises about reports of a possible connection between local anesthetics (with or w/o epi) and chondrolysis in certain circumstances.